Event description:
It was reported that the customer was hospitalized with a blood glucose reading over 600 mg/dl. Troubleshooting was performed. It was discovered that the customer was not practicing the proper button pressing procedure when bolusing, resulting in his boluses not being delivered. The proper button pressing procedure was explained. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.